Event description:
Patient contacted technical solutions to report an explant due to an infection. Additional information was not able to obtained from the original physician as the patient is no longer in their care and they did not perform the explant.

Manufacturer narrative:
Several follow up attempts were attempted to retrieve information related to the alleged issue, but they were unsuccessful. Device information was not able to be confirmed. As device information was not able to be confirmed, a review of the device history record was not performed. Device was not returned. The cause of the alleged issue was not able to be determined. Follow-up has been performed with the patient to obtain the explanting physician information. Per the instructions for use of the device, infection is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).